Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin was not delivering insulin after changing set. The customer's blood glucose was 306 mg/dl and went up to 343 mg/dl at the time of incident. The customer stated that they did not receive alarms and experienced high blood glucose. The customer stated that they haven't treated the high blood glucose during the call. The insulin pump will not be returned for analysis.